Event description:
It was reported that the patient went to the emergency room due to chest pain and was admitted.

Event description:
It was reported that the patient went to the emergency room due to chest pain and was admitted. Additional information was received that the patients chest pain was not device related.